Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. During preparation of the steerable guide catheter (sgc), the hemostasis valve was leaking and air was entering causing loss of fluid column. A replacement sgc was used to complete the procedure. There was no patient involved with the issue and no clinically significant delay.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported leak/splash. Additionally, it was identified that the dilator was difficult to insert, and the silicone fluid was missing in the sgc hemostasis valve. Missing silicone fluid appears to be related to a potential product quality issue; therefore, this complaint is within the scope of exception (issue) 130614 and exception (action) 136007 as the complaint description and device codes match the specific issue described in the exception. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation determined the reported leak (loss of fluid column during device preparation) and observed difficult to insert dilator to be due to the observed missing silicone fluid in the sgc hemostasis valve. Missing silicone fluid appears to be related to a potential product quality issue. The investigation evaluated the reported issue, and the engineering group determined the probable root cause to be man. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.